Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the heavily calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an impella interventional procedure. Reportedly, prior to removal of the proglide device, the lever was returned to its original position: however, the foot did not close. Resistance was felt during removal and the proglide device broke at the distal guide, where the sheath meets the proximal guide. In addition, a foot break was observed. No tissue damage was noted. The level of anesthesia remained the same and a surgical cut-down was performed to remove the proglide sheath that remained in the artery and a snare device was used to retrieve the broken foot piece. A femoral angiogram was performed post procedure confirming that no foreign material remained in the anatomy. Hemostasis was achieved via surgical suturing. There was a clinically significant delay in the procedure or therapy. Patient is well. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported guide detachment was confirmed. The foot retraction issue and device entrapment/difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The foot break was not confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that suture placement in the heavily calcified left common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an impella interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. Prior to removal of the second proglide device, the lever was returned to its original position: however, the foot did not close. No additional information was provided.